Event description:
It was reported that the left ventricular (lv) lead was displaced and dislodged from the coronary vein. Lead fixation (in the coronary vein) was unstable. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.